Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 685 mg/dl. It was stated that the customer began experiencing high blood glucose the prior to being admitted. The customer experienced high blood glucose levels between 500 and 600 mg/dl. The caller did not have the insulin pump with him at the time of the call. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.